Event description:
It was reported that during surgery the distal section (reaming end) of 8.5mm medullary reamer head broke during im reaming. Pieces could not be retrieved and were left in the pt. The remaining reamer head piece (distal end) became jammed on the flexible drive shaft and 2.5 reaming rod. This complaint is on the 2.5 reaming rod. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the flexible drive shaft stuck to the outside. The ball tip is bent approx 5mm from the tip. Markings located on the shaft are indicative of use. Tensile strength could not be evaluated. The outer diameter and material were found within print spec. A review of the device history record did not show conditions that could have contributed to the reported event. Due to a portion stuck in the flexible drive shaft, physical dimensional verification could not be completed. The complaint is therefore indeterminate from a mfg prospective.